Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission and then presented in clinic for follow up. Patient was experiencing palpitations. Upon review of stored egms, an episode of non sustained right ventricular oversensing was noted. A presence of competition with a junctional rhythm was observed. Atrial pacing was resulting in r wave amplitude measurements being recorded lower than expected. It was discussed that the underlying issue was patient's arrhythmia and if it is treated the issue would be resolved. Programming changes were made. No further information was reported.